Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for evaluation. The investigation is currently underway. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that embolization treatment was performed in the left ovarian vein. Two repositioning adjustments were made during placement of the 3rd coil just proximal to the renal vein take-off, and during the third attempt at placement, the coil detached. The detached coil was removed with a snare device. There was no reported patient injury.

Manufacturer narrative:
The device was received with the implant detached from the pusher. Inspection of the implant found the proximal loops stretched. The monofilament was removed from the pusher body coil and displayed a stretched tail shape at the tip. The microcatheter was received intact with no notable damage. The uv glue bonds on the device were measured and met specification. The implant was separated from the pusher with no signs of activation using a detachment controller. The implant was severely stretched and monofilament displayed evidence of a tensile break. These conditions are consistent with the implant experiencing tensile or retraction forces that exceeded the strength of the coil winding and the monofilament.